Event description:
It was reported that the physician's handheld was not interrogating. The serial cable for the programming system was replaced with a known working serial cable and this fixed the problem. The serial cable was returned on (B)(6) 2013. No other information has been provided.